Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) was intermittently beeping due to an unknown cause and had resolved without any intervention. The patient did not recall if any system controller symbols had been turned on at the time of the beeping. Whether the mpu a v-lock connector on the ac power cord and the cord had become loose at the wall outlet and/or the back of the unit was unknown since the patient did not recall. There were no environmental circumstances that could have affected ac power at the time of the event. The mpu had been impacted by the recall; the site requested a replacement and would return the mpu upon receipt of a new one. No tracking information was provided.

Manufacturer narrative:
Section d4 - primary unique device identification (UDI) number: corrected section d5 - operator of device: corrected. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not functioning as intended with an audible beeping was not confirmed. The mpu (serial number (B)(6) was returned to the service depot for analysis. The reported event of atypical intermittent alarms was unable to be confirmed during testing. Visual inspection of the mpu revealed a conforming capacitor on the power supply print circuit board (ps pcba). Provided information indicated that the alarms self resolved, and that the patient did not recall if the power cord came loose at the wall or at the back of the mpu, the patient also does not recall if there were any visual alarms active on the mpu. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed no deviations from manufacturing and quality assurance specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and resolve all mobile power unit (mpu) alarms. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, advises care to be taken when small children or pets are present when the mpu is in use. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿, gives instructions on how to properly care for and clean all equipment including the mpu and patient cable. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.